Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. Upon visual inspection, the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions.

Event description:
The rotator broke during use. No harm or injury was reported.